Event description:
Additional information received reported that reprogramming did not resolve the issue. During the surgical procedure, the lead was tested to see if any stimulation was felt. The stimulation was turned up to the maximum on all four electrodes (0,1,2 and 3) and still no stimulation was felt. The patient did report one fall in the past. The patient recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Product ID 3889-28, lot # v536681, implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type lead, product ID 3037, serial # (B)(4), product type programmer.

Manufacturer narrative:
Analysis of the battery, model #3058/serial # (B)(4) , found no significant anomaly. The battery functionally okay with insignificant anomalies. Analysis of the lead, model #3889-28, found the lead body conductor broken at or near the tines.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient lost therapeutic effect 3 weeks prior to report. During a revision procedure, it was determined the lead "just stopped working." The patient had their device system explanted. It was also stated the patient experienced a shocking or jolting sensation when going through security gates, which had increased in frequency over the six months prior to report. It was described as a "vaginal zap." Additional information has been requested, a follow-up report will be sent if additional information becomes available.